Event description:
It was reported that at implant there was difficulty screwing the lead completely into the heart muscle. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found that the helix was blocked by a guide tooth. The helix/lobe was bent/distorted, there was blood in/on the helix/lobe mechanism and mechanism (sleeve head) and the guide tooth was damaged. Visual analysis noted that the lead was damaged at implant.